Event description:
The consumer reported that the patient was scheduled for an appointment with the healthcare professional because the device was non-functional since (B)(6) 2015; it was clarified that the implant did not recharge. It was noted that the healthcare professional via the patient had requested a manufacturer representative's presence at the scheduled appointment. It was further reported that the patient had an MRI in 2015, and the MRI results indicated the implantable neurostimulator (ins) battery was inverted. There were no reported patient symptoms. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.